Manufacturer narrative:
H3. Destructive analysis identified wear on the motor o-ring for gear number three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal dilaudid (15 mg/ml at 0.95 mg/day) and bupivacaine (7.5 mg/ml at 0.47 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient stated they started having withdrawal symptoms and heard an alarm a day or so later. It was reported that the logs showed a motor stall on (B)(6) 2024 and the critical alarm on (B)(6) 2024. It was reported that the motor stall recovered (B)(6) 2024. The pump was placed in minimum rate mode. The pump was replaced on (B)(6) 2024. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 93 kg. The patient's medical history was asked and would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the motor stall was unknown.